Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, the device was found in standby mode. After device re-initialization and reprogramming of the parameters, no anomaly had been observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.